Event description:
It is reported through the patient's attorney that the tibial insert of the patient's knee replacement had to be replaced approximately six years after implanted due to pain and "poly wear."